Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: synergy xd mr us 3.00 x 38mm stent delivery system (sds) was returned for analysis. Stent: examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement specification. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07dec2021 it was reported that crossing difficulties were encountered. A 3.00 x 38mm synergy xd stent was selected for use. The synergy xd was advanced and encountered difficulties crossing the lesion. No patient complications were reported. However, device analysis revealed stent damage.